Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose was 155, 127, 145, 60, 220, and 105 mg/dl within 10 minutes, with a difference of 47%. Patient did not experience any adverse events. No further information has been reported.